Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five hours after implant, the patient experienced a minute of heart block that progressed to an episode of asystole and required cardiopulmonary resuscitation. It was noted that there was a complete loss of capture and increased threshold on the left ventricular (lv) lead. It was found that the lv lead had dislodged into the right ventricle. The dislodgement occurred after a conduction check and the device had been programmed to lv pacing only. The lv lead was repositioned into the target lv branch and reprogramming was done. The lv lead remains in use. No further patient complications have been reported as a result of this event.